Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer required unspecified treatment from third-party. However, treatment details were not specified as the customer refused to provide additional information relating to the reported issue. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 96 mg/dl was compared to a reading of 230 mg/dl obtained on the competitor brand meter. The length of sensor wear was unknown days. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.